Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the table top illuminator was not working. The auxiliary illuminator was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative noted that the customer had been handling the lamp and replaced illuminator module as a preventive measure. The system was then tested and met all product specifications. The operator¿s manual includes the cautions: the illuminator bulbs become extremely hot. Never handle a bulb until it has cooled considerably from its operating temperature. Do not touch bulb directly with fingers at any time. Do not touch the glass part of the new bulb directly with your fingers. Oil from fingers can dramatically reduce bulb life. The system was manufactured on february 20, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).